Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 420 mg/dl. Reportedly, the customer will visit an urgent care facility to obtain alternate insulin therapy to address bg level. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.